Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my jaw is clicking and popping when I open my mouth. I recently saw my dentist and an otolaryngologists doctor, and they both said my temporomandibular joint is in bad condition. The jaw clicking has gotten worse, and I'm experiencing a lot of jaw pain. When I saw the dentist, he also said my temporomandibular joint is bad. One recommendation he made was for me to have my wisdom teeth removed. A bite video was requested, and the bite email template was sent. A letter of recommendation is provided in the patient files, stating that the patient should cease treatment due to dental concerns that require chairside orthodontic care.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that the aligners cut into my gums a little bit only with one tooth, the top right front. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.